Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
On (B)(6) 2026, it was reported that the patient faced issue with cannula has untaped while sleeping. The set was in use for 3-4 hours. As patient reported high blood glucose and patient got treated with pen.